Event description:
A female patient had a wake-up stroke with hemiplegia and aphasia. CT perfusion imaging showed mismatch, so the patient was brought into angiography for intervention, where the physician identified a middle cerebral artery mid-m1 occlusion with some additional carotid disease. The patient's nihss was 22 and the time of symptom onset could not be determined. The physician placed the concentric retriever l6 as far into the m1 artery as he could, commenting that because of the 7 mm distal tip after the coil, he could not place the device out past the clot, only partially into the clot. The physician made 1 pass with the concentric retriever l6. The retriever helix stretched significantly, but was able to retrieve a small piece of the clot. Per the physician, the retriever l6 performed as it should (i.e., no malfunctions noted). The physician then switched to a hyperglide balloon 4mm diameter x 10mm length (manufactured by ev3) and inflated 2 to 3 times to angioplasty the clot. He was able to open the vessel a little bit more, but the large clot remained in the patient. The retriever l6 had opened up the mca up to the anterior temporal branch and the hyperglide balloon was able to open up the artery a bit more distal. There was still some remaining clot, but the flow was better than seen during the original angiography. There was no subarachnoid hemorrhage (sah) on a 10 minute post procedure CT scan, however, there was a sah seen in the left sylvian fissure on a 4 hours post procedure CT scan. There was a small intraventricular hemorrhage (ivh) noted on MRI 30 minutes post procedure that was originally felt to be due to extension of a small left temporal intracranial hemorrhage (ich). The physician was not able to determine which device caused the dissection. No further neurosurgical procedures were preformed. The physician gave protamine and platelets were transfused. The pt's neurologic exam initially showed some early recovery of following commands and moving her right side. This changed about 9 hours post procedure to recurrent global aphasia and right hemiplegia . The pt subsequently expired 12 hours post procedure due to the ischemic stroke. Because the device was not returned to concentric medical, a complete investigation could not be performed. The mfg records for retriever l6 devices that were shipped to the site, lot numbers 32731, 32828, and 32881, were reviewed and no anomalies were found that are related to this complaint.